Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced prolonged high blood glucose while operating in bg run mode without dexcom g7 sensors and became stuck on the fill tubing step while connected to the infusion set; the agent directed disconnection from the body to complete fill tubing and then provided education on manually entering bg readings on the pump. Symptoms included no reported clinical effects. Outcomes included non-serious impact requiring non-medical assistance from a caregiver. Investigation included troubleshooting and user education regarding proper infusion set and cartridge handling and completing tubing fill off-body. Investigation of this case revealed user difficulty completing the fill process while connected, with successful resolution after proper off-body fill and manual bg entry; device function was not found to be defective. It was concluded, based on previously established findings for similar reports, that the cause was user handling.